Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac arrest and the patient expired. After completing the ablation of the premature ventricular contraction (pvc), the anesthesiologists noticed that the patient's blood pressure started to drop. The procedure was stopped, chest compression began, and all catheters were removed from the patient. A possibility of an effusion was ruled out as no pericardial effusions were found. The patient had a sick heart and expired after the incident. Additional information was received on 21-aug-2022. In the physician¿s opinion, the cause of death was unrelated to ablation. The patient had underlying issues that anesthesia brought out. When the event occurred, the patient¿s blood pressure went low. They checked for an effusion, but there was none. Doctor and nurses started CPR right away. A rmt catheter was used, along with cartosound, pentaray, and vizigo sheath during the procedure. They are not available for return. All deaths where bwi FDA approved ¿ ce mark devices are involved are MDR reportable.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 31-aug-2022. The device evaluation was completed on 14-sep-2022. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac arrest and the patient expired. After completing the ablation of the premature ventricular contraction (pvc), the anesthesiologists noticed that the patient's blood pressure started to drop. The procedure was stopped, chest compression began, and all catheters were removed from the patient. A possibility of an effusion was ruled out as no pericardial effusions were found. The patient had a sick heart and expired after the incident. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the navistar® rmt thermocool® electrophysiology catheter. Per the event, several tests were performed. Visual, electric, and temperature features were tested, and no error was observed. In addition, the product was irrigating correctly. The current carto version does not support navistar rmt, therefore magnetic test could not be performed. For that reason, sensors were measured, and all were within specification. No malfunctions were observed during the product analysis. During product analysis, the lot number was verified to be 30802960m. This was verified by electronically erasable programmable read only memory (eeprom) file. Therefore, d4. Lot, d4. Expiration date, and h4. Device manufacture date have been updated. A manufacturing record evaluation was performed for the finished device number, 30802960m, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).